Event description:
Information received indicates the trend function is not operating. The trend assembly and trend knob were both broken.

Manufacturer narrative:
The distributor replaced the trend assembly and trend knob to repair the bed.